Event description:
The customer contact reported during preventive maintenance testing the device touchscreen was out of calibration and did not respond when pressed. The device was returned to the biomedical department with a report that prior to patient use the device touchscreen intermittently did not respond when pressed. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the touchscreen responded and was able to be calibrated; however, the key alignment was slightly off. The device passed the touchscreen test; however, touchscreen button ID invalid errors were found in the device history. The probable cause of the customer reported touchscreen not responding was due to contamination due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.